Manufacturer narrative:
This reportable event was identified during a review of complaint files between (B)(6) 2017 through (B)(6) 2019.

Event description:
During a lap chole when surgeon tried to fire clip the clips jammed and no clips discharged.